Event description:
A guiae wire was used to place the 1eaa . When the wire's pulled back into the lead, the wire in the lead is torn off. Guide wire: abbott, balance middleweight 0.014" 190cm ref:(B)(4) lot:1082373 ubd:2023-07-31 604835220 this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).